Manufacturer narrative:
Block d4,h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code f2301 captures the reportable event of additional device required to remove the basket and stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) , 2026. During the procedure, an alliance handle was used with the trapezoid rx in an attempt to crush a stone. However, the stone could not be crushed using the basket, and the basket tip did not detach as intended. A sohendra lithotripter was subsequently utilized in an attempt to crush the stone and/or detach the basket tip; however, this attempt was also unsuccessful. A spyscope with electrohydraulic lithotripsy (ehl) was then used to successfully fragment the stone, allowing for removal of the basket. There were no patient complications reported as a result of this event.